Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open wedge resection, while being applied to the lung tissue, the reload fired half way and stopped. There was an incomplete staple line distally which was fixed using another straight reload. There was no patient injury.